Event description:
Event description boston scientific received information that it was noted that this cardiac resynchronization therapy defibrillator (crt-d) had packaging that was not intact. The device was interrogated through the box, and was found to be near elective replacement indicator (eri). The device was not used.